Manufacturer narrative:
Device evaluation: the explanted pump was returned for evaluation. A correlation between the device and the suspected driveline damage could not be conclusively determined. The pump was returned assembled with the driveline severed approximately 1 inch from the pump housing. The outflow graft bend relief, bend relief collar, and severed portion of the driveline were not returned. No depositions were found inside the pump. No damage was identified on the outer silicone sleeve, bionate, metal shielding, or wires. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process. The pump operated as intended. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
Reference MFR report # 2916596-2016-01252 for the report of the driveline compromise. (B)(4). Approximate age of device ¿ 1 year, 3 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient received a heart transplant on (B)(6) 2016. The patient had a known driveline compromise. The explanted pump was returned for investigation.